Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump alarmed when they pressed the back button and they believe the pump over delivered. The customer stated their blood glucose started dropping after only 10 minutes of a set change. The customer¿s blood glucose level was 189, 264, 307, 250 mg/dl at the time of the incident. The customer was at 241 mg/dl at the time of the second call. The customer had air bubbles in a previous set. Troubleshooting was completed for the high blood glucose and low blood glucose, and the pump passed a displacement test and a self test. The customer also mentioned the smell of insulin. The customer stated they have been having bad anxiety lately. The insulin pump will not be returned for analysis. Unomed set.